Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an atrial lead warning and high impedances were noted during the device interrogation. The lead impedances ranged high from 2000-4000 ohms. Stored episodes appear to be noise. The company's technical services consultant discussed switching to unipolar if the patient can tolerate it. The lead is still in use. No patient complications were reported as a result of this event.